Event description:
Related manufacturer reference number:1627487-2022-04188. Related manufacturer reference number:1627487-2022-05356. It was reported that the patient had an open wound on top of the guardian burr hole cover on the left. As a result, surgical intervention was undertaken wherein the wound was irrigated. The patient was administered IV antibiotics. It is unknown which burr hole cover has the open wound. Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the left side of the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.